Event description:
The patient underwent a percutaneous transluminal coronary angioplasty and stent placement. The cardiologist attempted arteriotomy closure with a prostar xl 8 fr pvs device. There was significant resistance to needle deployment and the needles did not present. Fluoroscopy showed the needle tips inside the barrel. Needle back down was not successful. The patient was sent for surgical device removal. Surgery was successful and the patient did fine.